Event description:
Information was reported by the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s device was not working. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applies to this event. Review of this MDR and/or additional info received show that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or si or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representatives clarified that this was a failed trial for pain therapy. No ins involved. No further complications were reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.